Event description:
It was reported that the reservoirs have been leaking. The reservoir compartment smells of insulin. The leak was past the second o-ring. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.